Event description:
Suspect biomet produced an inferior product with poor oversight. Product failed to do what it was designed to do, and product was defective and biomet may have been negligent in the MFR of this product. This is the second failure of the biomet vector nail, the first failure was 2003 after being inserted in 1998. This failure occurred less than 2 years after replacement of previously failed vector nail. First event necessitated seeking permanent disability and loss of employment. First failure occurred while on a cruise and constant use of cane for assistance. Second, and most recent failure, occurred after moving to another state in 2005 and failed for unk reasons. Activities were limited and I was using a cane at all times for walking assistance as well as an electric scooter. I began to feel pain at the fracture site and went to durango orthopedics for an x-ray where a small crack was found. I was referred to health center to dr who found that the crack had extended nearly 3/4 across the rod. Dr removed the rod and questioned why such a medical device was used when the femur had good integrity and plates and screws would have worked as well, if not better, than the vector nail. Plates and screws were installed in the same year, and the femur healed without incident versus the failures with two separate vector nails. The vector nail is the design of another dr. The device is sold by biomet, inc. Extensive physical therapy beginning in1998 and continuing periodically until 2006. Affiliated physical therapists and peak physical therapy.